Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 90% stenosed distal left anterior descending artery. A 2.75 x 33 mm xience prime stent was implanted when a dissection occurred. A 2.25 x 15 mm xience v was successfully used to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.